Event description:
Patients generator and lead were explanted. Product analysis was completed on the explanted products. Product analysis was completed on the generator. In the pa lab, the device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery, 2.966 volts (ifi range 2.41v - 2.74v), shows an intensified follow-up indicator (ifi)=no condition. The data in the diagaccumconsumed memory locations revealed that 56.340% of the battery had been consumed. There were no performance or any other type of adverse conditions found with the pulse generator. Product analysis was completed on the lead. During the visual analysis the connector pin and connector ring quadfilar coils appeared to be broken in the lead (body) section of the returned lead portions. Overall, scanning electron microscopy was performed and identified the broken area on both of the quadfilar coils as having evidence of being worn to the point of fracture with flat spots on the coils surface and no pitting. Some of the broken quadfilar coils from the connector pin and connector ring quadfilar coil breaks had the appearance of being melted, with re-solidified material. Based on the obvious signs of melting on the coil surface, it is possible the thermally damaged coil was exposed to a high temperature device such as a cauterizing tool (electrosurgical unit) during the explant of this lead. Two of the broken coil strands from the connector ring quadfilar coil were identified as having flat spots on the coil surface and evidence of a stress induced fracture (fatigue appearance) and no pitting. The exact point in time of when the breaks occurred is unknown. Abraded openings were observed on the outer and inner silicone tubes, in various areas. The abraded openings found on the outer and inner silicone tubes and the cut ends that were made during the explanted process, most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids inside the outer and inner silicone tubes. No other obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no other discontinuities were identified. No other relevant information has been received to date.